Event description:
Patient came to the operation room for a lap inguinal hernia repair. When the surgeon went to use the covidien spacemaker pro 10mm-12mm (ref # (B)(4), lot #p9a1433y) he found the device to be broken at the obturator. The device was replaced and the procedure proceeded without incident. No patient harm.